Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that customer's active directory was unavailable at the time, delaying user access to the station. The customer was instructed to unplug the station's network cable connection, forcing cached credentials to be used instead and restoring access to the station. A production incident was created by the manufacturer to investigate the reported behavior when active directory is unavailable.

Event description:
It was reported by the customer that a pyxis medstation 4000 system stopped responding preventing the users to log in to the station while patient was on the table. The customer stated that patient was having a heart attack with chest pain, labile hypertension, and nausea. The activated clotting times were coming in under the 250 seconds needed for the procedure. Customer also provided the information regarding the medications that they were unable to access.the medications were local anesthetic ,narcotics for pain control and sedation, zofran to control nausea and vomiting ,heparin to prevent clotting during the procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, b5, d1, d5, d9, h6, a1, d4, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-aug-2021 to 25- aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to log in to pyxis due to windows update issue. A field service engineer manually installed the updates, updated rss and rebooted the system to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation 4000 system stopped responding preventing the users to log in to the station while patient was on the table. The customer stated that patient was having a heart attack with chest pain, labile hypertension, and nausea. The activated clotting times were coming in under the 250 seconds needed for the procedure. Customer also provided the information regarding the medications that they were unable to access. The medications were local anesthetic ,narcotics for pain control and sedation, zofran to control nausea and vomiting ,heparin to prevent clotting during the procedure. There were no adverse events or injuries reported based on this event.